Event description:
It was reported during the treatment of aneurysm procedure the subject stent deployed prematurely at the treatment site. The physician attempted to adjust the device, resulting in the anterior end of the stent not adhering closely to the vessel wall. Another non-stryker stent was deployed to press down the anterior end of the stent to the vessel. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was not returned. The stent delivery wire (sdw) and introducer sheath was returned. The proximal, mid and distal sdw were kinked/bent. The stent introducer tip was intact. The stent introducer sheath kinked towards the distal end. The sdw proximal coil was stretched. Functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The event description states "during an aneurysm procedure, the physician used a 4.5x17 evolve fd stent to treat an ica aneurysm. When the stent was delivered to the predetermined location and deployed beyond the retrievable point, the accumulated tension in the stent delivery wire was suddenly released, causing the stent to deploy prematurely. The physician was unable to promptly adjust and redeploy it, resulting in the anterior end of the stent not adhering closely to the vessel wall. Subsequently, the physician deployed another ep2 stent to press down the lifted anterior end of the evolve stent, completing the procedure." Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Medical intervention was required - "delivered a ep2 stent to press the fd stent front section". Product analysis found the sdw and introducer sheath returned. The proximal, mid and distal sdw were kinked/bent. The stent introducer tip was in tact. The stent introducer sheath kinked towards the distal end. The sdw proximal coil was stretched. The stent was not returned. While the additional information indicates the anatomy was not tortuous it is most probable that procedural factors encountered during the deployment of the stent, or the patient¿s anatomy contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported event of the stent deployed prematurely during use and stent failed/unable to open and the analyzed damage of stent deployed prematurely during use, stent introducer sheath damaged, sdw deformed, and sdw kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.